Event description:
It was reported that the device had possibly damaged. The patient threw the units against the walls and floor. There was a patient involvement but no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: relevant tests/laboratory data: annex a: a0404, a0401, a0509, annex c: c070606, c17, c07, annex d: d02, d15, d07, d11, annex g: g0301201, g0405206.

Event description:
It was reported that the device had possibly damaged. The patient threw the units against the walls and floor. There was a patient involvement but no patient harm.